Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6) 2015. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2016-03875 / 03876 & 03878 / 03879).

Event description:
Patient reported patient underwent right hip aspiration procedure approximately six years post-implantation due to metallosis, soft tissue reaction with fluid collection, and pseudotumor formation. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.